Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the patient underwent placement of trapease inferior vena cava (ivc) filter on or about (B)(6) 2006. Per the patient profile form (ppf), the device was implanted due to a history of deep vein thrombosis (dvt) with pulmonary embolism (pe) and recurrent pe while on adequate coumadin therapy. The index procedure was reported to be a successful filter placement without complication. The filter subsequently malfunctioned, fractured, perforated the inferior vena cava (ivc) wall and caused injury and damages to the patient including, but not limited to blood clots, clotting and occlusion. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer medical expenses, pain and suffering, and other damages. The results of an ultrasound performed approximately 10 years post implant of device noted that a fractured strut appeared to be outside of the ivc wall and in contact with the aortic wall. Aortic injury was not suspected. The patient is reported to continue to experience anxiety, abdominal pain, groin pain, pain in the legs, chest pain, and shortness of breath related to the device. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture and perforation as potential complications of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Blood clots and occlusive thrombosis within the filter do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of this report.

Manufacturer narrative:
As reported by the legal brief, the plaintiff on or about (B)(6) 2006 underwent placement of trapease vena cava filter. The filter subsequently malfunctioned, fractured, perforated the inferior vena cava (ivc) wall and caused injury and damages to the plaintiff including, but not limited to blood clots, clotting and occlusion. As a direct and proximate result of these malfunctions, the plaintiff suffered injuries and damages, which required medical care and treatment. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter or ivc does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient on or about (B)(6) 2006 underwent placement of trapease vena cava filter. The filter subsequently malfunctioned, fractured, perforated the inferior vena cava (ivc) wall and caused injury and damages to the patient including, but not limited to blood clots, clotting and occlusion. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer medical expenses, pain and suffering, and other damages.